Manufacturer narrative:
There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. A review of tickets determined that there is a normal complaint activity for lot 94256li00 and no trends were identified for the issue. Return testing was not completed as returns were not available. Historical performance of the architect anti-hcv assay was evaluated using world wide data from abbottlink. The field data was used to evaluate the number of standard deviations to the cut-off for the (B)(6) population tested with the architect anti-hcv assay. The number of standard deviations to the cut-off for the (B)(6) population tested with lot 94256li00 was within the established limits or above which is even a better performance. The (B)(6) rates of the architect anti-hcv reagent lot(s) used in the field in the last 12 months were reviewed. Since the (B)(6) rate represents (B)(6) results and true (B)(6) results only data from blood banks were reviewed, as this data mostly represents results of blood donor testing. A repeat (B)(6) rate of 0.57% was identified for lot 94256li00. Assuming a zero prevalence of hcv infection for the samples tested within the field the specificity would be just above the specifications. Specificity testing was then performed with a retained kit of lot 94256li00 with 100 members of a (B)(6) population and an additional 4 replicates of (B)(6) control. The values were well within the specifications and no (B)(6) results were obtained. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the architect anti-hcv reagent lot number 94256li00.

Event description:
The customer reported that they observed a shift down on the (B)(6) control upon changing lots of architect anti-hcv. The lot to lot variability exceeds their requirements. To troubleshoot, the customer selected a patient sample previously tested with old lot 94256li00 = (B)(6)/ retested x2 = (B)(6); frozen sample re-spun and retested with new lot 94655li00 = (B)(6); fresh serum of that day on new lot = (B)(6); sample from (B)(6) 2019 at outside lab on architect = (B)(6). There was no reported impact to patient management.